Manufacturer narrative:
The reported malfunction of "internal error occurred - system reset required" was observed in the device activity logs. However, the reported malfunction could not be duplicated with the device. The reported malfunction of "intermittent power" was attributed to the front enclosure. The device was recertified. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "internal error occurred - system reset required" message and the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.